Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and pre-syncope. An examination found the patient's right ventricular (rv) lead exhibited high thresholds and was suspected to have dislodged. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.